Event description:
It was reported by the aci vascular closure specialist that a patient underwent an interventional coronary procedure on (B)(6) 2012. A pre-procedure femoral angiogram showed presence of pvd/calcium in the vicinity of the access site and the vessel size approximately 7mm. Access was obtained at the common femoral artery via a 6f sheath (model unknown). Following the procedure the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the balloon lost pressure between first and second stop. The device was removed and the patient was converted to approximately 20 minutes of manual compression at which time hemostasis was achieved. No further information is available.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. The review of the lhr (lot f1220601) indicated that the device lot met all established performance criteria prior to shipment.